Event description:
It was reported that during a scheduled refill the physician aspirated 20ml instead of 2ml of morphine. The pump was programmed to minimum rate. Physician performed a cap procedure to check the catheter, the contrast test showed a kink near the catheter tip, without any contrast medium diffusion at the catheter tip, while there was contrast medium diffusion near the point where the catheter entered the intrathecal space. The patient was sent for an MRI, that ruled out inflammatory mass or scar tissue at the catheter tip. The patient had no neurological deficit. A spinal catheter revision was done. During revision, the catheter was removed and the new one was advanced up to one level below the old one (t11 instead of t10), as there was resistance and kinking of the catheter when trying to advance it higher. Therapy was restarted normally, however patient outcome was noted as "patient was in pain after the event".

Manufacturer narrative:
Catheter model 8731sc, lot# b0959711k, implanted: (B)(6) 2010, explanted: (B)(6) 2011. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Only the distal segment of the catheter was returned for analysis. A noticeable bend was observed prior to decontamination 1.2 cm from distal tip at the location of the first pair of dispensing holes segment; the distal holes also appeared occluded with dried drug and blood. It was believed this foreign material may be more related to the near occlusion (restriction) caused by the bend and not a result of ph <(>&<)> salt concentration gradients between delivery solution and csf (cerebrospinal fluid). On further analysis it was it was noted that the segment was quite occluded with dried drug and blood, however one was able to break up this occlusion. In addition multiple small holes were observed. Two of these leaks were believed to be slice / cuts likely happening at explant, however multiple micro holes were found between 11 and 14 cm from distal tip. The profile of these micro holes was slightly different from what is usually observed with guide wire catheter interactions and it is believed that during implant, guide wire may have passed through one of the first pair of dispensing holes facilitating the bend seen. While passed through the dispensing hole, guide wire may have occurred damage and when retracted this damage on the guide wire caused the micro holes seen on the catheter segment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.